Event description:
It was reported that: "during hospital inventory check, rep noticed that the restoration modular cone body impactor was cracked."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.